Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of around 540 mg/dl. Patient's current blood glucose value: 230 mg/dl. Troubleshoot was declined. The customer experienced symptoms such stomach hurting, and feeling thirsty. The customer was treated with manual injection. The insulin pump will not be returned for analysis.